Event description:
It was reported that a blood clot attached to the outer periphery of the catheter made it difficult to remove the catheter. It was dissolved with urokinase and then removed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of of a blood clot on the catheter is inconclusive. The product returned for evaluation was one 4fr dl powerpicc sv catheter. A gross visual inspection of the returned unit found that evidence of use residue was present throughout the catheter, however, no large masses of blood were able to be identified on the catheter tubing. The unit was flushed using water and a 12ml luer lok syringe to check for the presence of occlusions. The unit flushed through both lumens without any noticeable resistance. Based on the event detail it is likely that the blood clot was removed prior to the device being returned. As the state of the sample prior to it being returned cannot be assessed the complaint remains inconclusive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that a blood clot attached to the outer periphery of the catheter made it difficult to remove the catheter. It was dissolved with urokinase and then removed. There was no reported patient injury. No other information was provided.